Manufacturer narrative:
Updated data: h6. H6 investigation findings code 4247: suggested code is "torn." Device analysis conclusion: the filtration system was returned to csi for analysis. Visual examination confirmed the report that the filter sac had been torn. During analysis, the filter frame was unable to collapse; it could not be retrieved into the retrieval catheter nor advanced out of the catheter. The report that the filter became stuck on a stent may have contributed to the torn sac. However, this could not be confirmed through analysis. The root cause of the filter damage remains unknown. It should be noted that the IFU warns "use caution when advancing or retracting the catheters through a deployed stent as this may cause stent entanglement." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The wirion filter became stuck on a stent during treatment of a severely calcified lesion in the distal popliteal artery via femoral access. The vessel was mildly tortuous, and the vessel diameter at the filter location was 5.2 mm. The filter deployed as intended, but it could not be fully captured with the retrieval device. Damage to the filter was noted upon removal from the patient; it appeared to be fractured.